Event description:
Customer called in, because she had high blood glucose levels (bg's), and was hospitalized during the weekend. She had elevated bg's so she changed her pod, but the bg's remained high, and she was hospitalized with ketoacidosis. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated, and no evidence of any damage or manufacturing deficiency was found that would have either directly caused, or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.